Event description:
It was reported that during a left knee scope,(lateral meniscectomy), the second implant did not deploy from the cinch. The first implant was left in the patient behind the capsule. Another implant from a different lot was used to continue the case. (B)(6) 2013, the patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Devices involved in the event were not returned. There was no problem found with the unused returned devices. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.